Event description:
The patient was implanted with a left ventricular assist device. It was initially reported that the patient expired on (B)(6) 2014 from multi-system organ failure. Clarification was received from the vad coordinator who reported that the cause of death was renal failure; the vad team did not believe the patient¿s death was device or therapy related as the death was related to renal failure. No issues with the lvad were reported. The patient had experienced post-operative bleeding which resolved. He was transferred out of the cardiovascular intensive care unit to the floor where he appeared to be diuresing well with a stable creatinine. Overnight, the patient became extremely edematous and despite aggressive diuresis and putting the patient back on primacor, he continued to gain fluid. The patient was transferred back to the cvicu and continuous veno-venous hemofiltration and vasopressor support was initiated. The patient remained volume overloaded and subsequently expired. An autopsy was not performed. The pump was received for analysis; tissue and blood depositions were noted in the pump.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation. A specific cause for the reported renal failure could not be conclusively determined through the evaluation of the returned lvad pump. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed depositions of tissue and blood extending from the inlet stator, throughout the pump, and into the outflow graft. The depositions appeared to have developed due to poor surface washing as the result of a low flow event or an interruption in flow through the pump; however, a specific cause for the interruption in flow could not be conclusively determined. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope, revealed no abnormalities that would have contributed to the formation of the depositions. The pump underwent cleaning, reassembly and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. The pump operated as intended. No further information is available. The manufacturer is closing its file on this event.